Manufacturer narrative:
Concomitant medical products: 6947 defib lead, implant date: (B)(6) 2013; 4296 pacing lead, implant date: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was smoking and making a noise which caused the patient's bedroom alarm to go off. The patient unplugged the monitor and set it aside. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.